Event description:
The customer alleged they received questionable thyrotropin (tsh) results for one patient on their e601 analyzer. The customer stated the results from the e601 analyzer were double the tsh results from two other analyzers in the laboratory and not fitting the patient's clinical status. The patient's initial tsh result was 7.68 miu/l. The sample was repeated and the result was 8.00 uiu/ml. The customer stated neither of these results were reported outside the laboratory. The customer provided one repeat result from an abbott architect 8000 analyzer of 4.63 miu/l. This result was reported outside the laboratory. The patient was not adversely affected by this event. The tsh reagent lot number was 172414 and the expiration date was 12/30/2013. The field service representative found the quality control for most parameters were below normal but in range. After inspection, he found the sipper probes were dripping fluid droplets after pipetting and wash during the measuring cell preparation, but not during priming.

Manufacturer narrative:
This event occurred in the (B)(6).